Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor caught fire when it was plugged in. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24952b, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor was able to boot up after using known good unit (kgu) adapter, found defective adapter returned. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.